Event description:
It was reported that upon explant of the left ventricular lead for infection, a possible externalized conductor was observed in the distal region of the lead. No anomalies had been observed through x-ray prior to the lead extraction.

Manufacturer narrative:
Additional manufacturer narrative: without return of the lead, it is not possible to confirm whether the conductor had externalized.